Event description:
Medtronic received a report that there was failure to open in the distal section of the pipeline and catheter kickback. The patient was undergoing surgery for treatment of a saccular, unruptured right internal carotid artery (ica) aneurysm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered. The angiographic result post procedure was good position of the stent, non-ideal distal apposition. It was reported that the stent did not open distally and formed sausage shape. Multiple attempts of resheathing did not help. The rest of the stent opened very well but the distal end opening was incredibly poor. Post deployment, the doctor went through with a shaped microwire which did not help. Eventually, a balloon was opened and that helped slightly but the final result was not perfect. There was failure to open in the distal section. The pipeline was not positioned in a bend. The pipeline was not stuck in the capture coil. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. Balloon angioplasty was required in attempt to open the pipeline. The pipeline was not removed from the patient. Additionally, there was catheter kickback. The pipeline did not jump during deployment. There were not multiple pipelines used in the procedure. The tip of the catheter was not under stress. The tip of the catheter was not moved during deployment. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approve (on-label) indication. The device and any accessories were prepared as indicated in the IFU. Ancillary devices include axium 6mm framing coil axium 5x15 ss.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no friction during delivery or positioning of the pipeline. The microcatheter was a phenom 27.